Event description:
It was reported that the lesion was in the mildly calcified, mid right coronary artery (rca). After pre-dilatation, the xience v 2.5 x 15 mm was implanted. A dissection was noted at the distal portion. A xience v 2.5 x 12 mm was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the xience v instructions for use (IFU). Dissection can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.